Event description:
It was reported that the device shows a black screen. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The reported device was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation did not reveal any problems. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.